Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product-procedure: unable to observe since it is not related to the device. Additional observations: crease fold observed. Wear abrasion observed. Deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
A healthcare professional reported "one explant surgery took place device replacement due to left device rupture and capsule." A healthcare professional reported rupture "through sonography and operatively a *illegible* destruction of implant was confirmed" + capsular contracture baker ii" the device was replaced with non-abbvie product.

Event description:
A healthcare professional reported rupture "through sonography and operatively a *illegible* destruction of implant was confirmed" + capsular contracture baker ii" the device was replaced with non-abbvie product.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding product, patient details, device information, device return, device photos has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported "one explant surgery took place device replacement due to left device rupture and capsule.